Manufacturer narrative:
Additional information d4(expiration date, UDI number), h4, h6(device code, method, results, conclusions). The complaint is non-verifiable for one (1) of one (1) returned mobi-c implant (pn mb3355) for the failure of disassembly when removing the peek from the implant. The severity of this event is 0 (rmr-00107). Medical records were not provided for review. Potential cause: this event could possibly be attributed to the implant holder knob being turned too far while assembling the implant, making disassembly easier. It could also be attributed to off-axis motion being used for peek removal. Complaint history: there were other 9 complaints for similar events related to the same part number in the 12 months leading up to the notification date through to the present. There were zero (0) other complaints related to this lot number in all time. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable.

Event description:
It was reported that upon inserting the implant into the disc space, the top of the implant was removed with the inserter. The remainder of the implant was removed and an alternate device was used to complete the case. There were no additional patient impacts or surgical delays reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that upon inserting the implant into the disc space, the top of the implant was removed with the inserter. The remainder of the implant was removed and an alternate device was used to complete the case. There were no additional patient impacts or surgical delays reported.